Manufacturer narrative:
Final analysis of the (neurostimulator) (njy260584h) revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgery procedure the lead broke off in the new neurostimulator (ins). It was noted that the health care provider wanted to check if the old leads would work with the new battery and when he tried to remove the lead from the header block of the ins, a remnant of the lead was left inside the new battery and it needed to be returned. A lead revision was done and put in a new battery. It was later reported that the during battery replacement lead could not be removed from new battery. Part of the lead remained in the new battery therefore new battery and lead was implanted. It was noted as device related. The patient out was reported as no injury and recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v189561, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.